Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that the physician was having difficulty accessing the right inferior pulmonary vein (ripv) and lost access with the sheath. The physician then had difficulty getting the sheath back across the septum and ended up pulling his wire across to the right side. Once that happened, the physician decided to pull everything out and recross. While repressing the sheath, the scrub touched the end of the sheath on a non-sterile surface. The procedure was completed successfully by using a different device. No patient complications have been reported. The product is not expected to be returned as it was disposed.